Manufacturer narrative:
It was reported that two hours post amulet implant procedure the patient developed a pericardial effusion that developed into a cardiac tamponade. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and without procedural imaging, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery system. Small pericardial effusion was noted pre-procedure. Transeptal puncture was mid-inferior. Left atrial pressure >12 mmhg. Wire was placed in laa. Device was implanted without issue - single deployment, marshmallow shape, close criteria. Activated clotting time levels were very high at 400+. 200mg of protamine was administered and act was still high. Coagulopathy was suspected. Two hours post procedure, the patient developed pericardial effusion that led to cardiac tamponade. It was reported that "protamine was delayed and a smaller dose given than requested". Only after tamponade was observed did they aggressively try to reverse with protamine. Pericardiocentesis was performed which stabilized the patient. Patient was reported to be stable. In the physician's opinion, the pericardial effusion was caused or contributed to by the 25mm amulet.